Manufacturer narrative:
FDA notified, medwatch report attached to (B)(4). Confirmation of the defect stated in the reported issue could not be identified or confirmed as well as the cause could not be determined due to the sample not being returned for evaluation and testing. Therefore, there was no physical/mechanical evidence to confirm or to support the needle retraction failure. There were no related reject activity findings relevant to the defect stated in the pir associated with the lot number provided for this incident. Review of DHR revealed all required challenge samples and testing was conducted per specifications and in accordance with the in-process sampling plans. Review disclosed no reject activity findings throughout the build of this lot that would impact the outcome of the quality of the product relevant to the defect stated in the pir. A formal corrective action will not be initiated at this time.

Event description:
It was reported during use of the 18 g x 1.16 in. Bd insyte¿ autoguard¿ shielded IV catheter the nurse placed an IV catheter in patient. When she attempted to retract needle the button would not depress and this created an unsafe situation. The needle was exposed until she was able to secure IV. The exposed full length needle was placed in sharps container. There was no report of injury or medical intervention